Manufacturer narrative:
The returned device matched the report, and the event was not confirmed. Deviations in the DHR and inspection records (target device) were not found. The item was documented as faultless prior to distribution. A function test (pre-operative check) revealed targeting function being fully given on the target device. A mistargeting was not verified. The event could not be reproduced. It was not reported whether function had been checked prior to surgery but as drilling of the other holes was done without observation it was concluded that function was as intended. One reason for missing the drill hole could be strong bending forces applied during drilling procedure. With available information a real cause for misdrilling could not be determined but ¿ according to above ¿ was most likely caused by suboptimal intra-operative handling. A more precise statement is not possible with the information given. No deviation found during risk analysis review. No non-conformity was identified.

Event description:
The drill bit missed the nail anteriorly when the surgeon tried to place the screw that goes from the greater to the lesser trochanter. As a result he had to use the other lateral to medial locking options in the nail. He would have preferred the first hole but because he was unable to get the drill to pass through the nail he used the other ones holes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The drill bit missed the nail anteriorly when the surgeon tried to place the screw that goes from the greater to the lesser trochanter. As a result he had to use the other lateral to medial locking options in the nail. He would have preferred the first hole but because he was unable to get the drill to pass through the nail he used the other ones holes.